Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician wanted to correct the position of the taxus express2 8.8% 2.5 mm x 20 mm stent in the lesion. The physician pulled the stent back into the guide catheter and the stent caught on the guide catheter. It was then discovered that the proximal struts were bent. The physician successfully removed the stent from the patient and finished the procedure with another taxus express2 8.8% stent. No pt complications were reported.